Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device exceeded the maximum allowed temperature rise during testing. Upon further investigation, insufficient lubrication was noted within the bearings of the rotor and on the driveshaft assembly. The rotor was identified as the probable cause of the failure. The faulty parts were replaced, preventive maintenance done and the device repaired and returned to the customer.

Event description:
The core impaction drill was sent for repair because it overheated during a tooth extraction procedure. No adverse event was reported. The procedure was completed with another device without any procedure delay.